Event description:
Account has been experiencing erratic calcium recovery of controls and patient samples. The incorrect results have not been used to guide patient therapy. The field service representative found the issue was caused by a bad absorbence lamp and repaired the instrument by replacing the lamp.